Manufacturer narrative:
This report is submitted on march 24, 2017.

Event description:
Per the clinic, the patient experienced an infection at the implant site resulting in extrusion of the receiver stimulator. The patient was treated with a variety of antibiotics (date not reported). There are plans to explant the device and to reimplant the patient with a new device in the contralateral ear; however, this has not occurred as of the date of this report march 24, 2017.

Manufacturer narrative:
Additional information was received: per the clinic, the device was explanted on (B)(6) 2017.